Manufacturer narrative:
No data analysis was performed because pt is on lovenox. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for pts on heparin therapy." Pt also took longer then 15 seconds to apply blood to strip on both tests. This delay in application may have prematurely initiated clotting and adversely affected sample migration, glow and saturation. Improper technique cannot be ruled out as a cause of the unexpected results. Further investigation could not be performed since no strip lot info was provided. This complaint issue will be subject to future tracking. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results between pt's inratio meter and the dr's inratio2 meter. Results as follows: date: (B)(6) 2012, inratio: 0.9, dr's inratio2: 2.0. Pt hasn't used the meter in a few months. He went to his dr's office to use their supplies to test. A test was done on his inratio meter and the dr's inratio2 meter. Time between testing: not provided. Therapeutic range: not provided.